Manufacturer narrative:
(B)(4).

Event description:
The meter gave blood glucose results of 300 mg/dl and 127 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.